Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed power system error. The customer's blood glucose was unknown at the time of incident. Power error detected recurred within a week of troubleshooting previous occurrence. Advised the insulin pump will need to be replaced. The mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked reservoir tube lip, cracked reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay.